Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown as the part and lot information for the devices was not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported adverse event of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: mitra-fr vs. Coapt: lessons from two trials with diametrically opposed results.

Manufacturer narrative:
Patient codes: 1802 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. B3, d6: dates estimated g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a death. It was reported through a research article titled, mitra-fr vs. Coapt: lessons from two trials with diametrically opposed results, identifying mitraclip devices that may be related to patient death. Specific patient information is unknown. No additional information was provided.